Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was reported to be the hp¿s hand strength was weak and they did not tighten their minicap onto their transfer set enough. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin 2 grams intraperitoneally (frequency and duration not reported) for the peritonitis event. The patient was recovered from the peritonitis. The patient and the care giver were retrained on proper aseptic technique. Additional information was requested, but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient¿s peritonitis event was manifested by abdominal pain. On the same day, the patient began treatment with vancomycin for 21 days. At the time of this report, it was unknown if the patient was recovered. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.